Event description:
It was reported the patient's blood glucose level rose to 385 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin from the infusion site (arm), when removed the pod's cannula was found bent. As treatment, a corrective shot was given and a new pod was applied. The patient's blood glucose and insulin history are as follows: date time bg(mg/dl) (B)(6) 2022, 9:30p, 140, (B)(6) 2022, midnight, 180, (B)(6) 2022, 4a , 385, (B)(6) 2022 , 6:30a, 155.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly found the exposed portion of the soft cannula flattened and stretched. The overall length of the soft cannula measured to 1.084", which is beyond specification. Despite the damage observed on the soft cannula, fluid was able to flow through the entire fluid path. No timeouts or drive stalls were observed in the device data that would indicate the device struggled to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Further investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.